Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 2.1 solenoid wire was bare. A field service engineer (fse) found that the zip tie was so tight it had cut through the plastic, exposing bare metal. The fse replaced the solenoid. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the tower doors 1 and 3 were not opening and failed to recover. The customer reported that the station kept rebooting by itself. However, there were no delays or adverse events or injuries reported based on this event.